Event description:
It was reported that the distal filter was unable to be resheathed. During the procedure, the physician was unable to resheath the distal filter of the sentinel embolic protection device. The device was replaced with another sentinel embolic protection device. No patient complications were reported.